Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The device was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during rewind. The customer's blood glucose level was reportedly normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.